Event description:
The customer reported the alarm has power, but when weight is removed from the pad, the alarm powers off. The batteries have been replaced with a new supply. The alarm was tested with a new sensor and the results remain the same. The customer reports no signs of any visible damage to the alarm case. There was no pt contact.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the battery door is missing and the aqualert water indicator label shows moisture exposure. The 9v battery snap hard cover is damaged, but the wires are still attached. Green led power indicator only blinks once when the power is switched to the on position, it should blink at regular interval. Alarm does not sound when it should. Tone selector button does not change the alarm tone. Low battery indicator should sound every second, but only sounds once. Note: (B)(4) instructions for use state: proper handling and use: if the (B)(4) keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure that the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).